Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the helix partially extended and bent. The helix could extend but not retract as expected due to the helix being bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was implanted. The patient appeared to experienced heart failure, and the physician tried several times, but the lead was unable to be fixed effectively. The rv was removed and replaced, and the procedure was successfully completed. No further patient complications have been reported as a result of this event.